Event description:
The customer contacted baxter's service center regarding a power failure, which occurred on the homechoice (hc) during use. The house had lost power for four hours. The caller had started therapy over with the same supplies. The technical service representative (tsr) told the caller that supplies could not be reused once therapy ends. The tsr told the caller to end therapy and start over with new supplies or perform manual therapy. The tsr told the caller to call the registered nurse (rn) about missed therapy and reusing the same supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed that disposable products are intended for single use only when performing peritoneal dialysis therapy. If additional relevant information is received a follow-up will be submitted.